Event description:
It was reported that the tibial base plate fractured requiring a revision surgery to correct.

Manufacturer narrative:
The tibial base was fractured into two pieces and bone cement was attached to the inferior surface. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of striations and rubbing on the fracture surface. The likely fracture initiation site was below the loading location at the center of the tray where the cement groove and pad meet. The tibial insert articulating and inferior surfaces had burnishing and abrasive wear. The deformation of the polyethylene insert and tibial tray fracture marks on the back side of the insert indicated the femoral component was articulating with the insert inside the fractured baseplate for a period of time. The femoral component had bone cement well bonded indicating good fixation. The articulating surface of the femoral component has wear tracks on the articulating condyle and patella groove areas. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The fracture likely originated on the center of the tray at the edge where the cement groove and pad meet.